Event description:
The time of event is not during procedure. There was no report of patient harm. Operation/suction channel clogged.

Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model ec34-i10l-us is available in the USA with a 510k number k131855. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the operation channel (primary) blocked. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the operation channel (primary). In addition, our technician confirmed that the light guide cable coating damage, the light guide cable compressed (short in length), the suction channel buckled, the angle wire play, the insertion flexible tube attaching nut corroded, the operation channel (primary) leak, the insertion flexible tube cut, the root brace rubber (insertion flexible tube) cut, the root brace rubber (lg control body) cut, the remote control buttons cut, the objective lens scratched, the distal body worn out, the bending rubber gluing poor finish, and the ccd module with drive pcb distorted image; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.